Event description:
It was reported that the lightspeed vct xt table stopped advancing at the beginning of the second series of an abdominal-pelvis exam. The CT system's location annotation, however, indicated that the table was still in motion and continued the x-rays according to the prescribed time. The total x-ray dose the pt received was as prescribed; however, the x-ray was deposited over the same location in the chest area. There was no report of any deterministic effects from this radiation exposure. The pt is not expected to exhibit any deterministic effects since the delivered dose for this study was significantly below the threshold for deterministic effects. The reference protocol provided by ge healthcare is below the threshold for deterministic effects; however, a health care professional may update scan parameters within reasonable clinical use of the system. Additionally, pt body size/type can also cause the skin dose received.

Manufacturer narrative:
Ge healthcare's investigation is completed; the eval of the event calculated the ctdi100 peripheral dose received by the pt to be 304.8 mgy, well below the 2000mgy deterministic threshold. Ge healthcare investigation revealed that the system experienced a known issue on the 10mw06.5 software version and this issue has been fixed in service pack 1. During a console upgrade on (B)(4) 2012, fe needed to perform scheduled installation, however, fse failed to perform service pack 1 installation. This was isolated incident and this issue is not systemic. The system was updated with service pack 1 on (B)(4) 2012, therefore fixing the issue and preventing re-occurrence of this error.